Event description:
It was reported that the patient's pump was alarming, but was not confirmed by telemetry. The patient described the presence of a two-tone alarm/critical alarm. The patient's healthcare provider (hcp) was weaning the patient off intrathecal dilaudid/bupivicaine for the previous six weeks, in preparation for the explant of the device. Per the patient, the pump was to be turned to "zero" and stopped prior to surgery. The pump contained only saline at the time of this report. The patient experienced "more pain." It was further reported that the patient's catheter was fractured. The catheter was removed and the patient's pump was also to be replaced. No further details or patient outcome was provided. Additional information was requested, but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).